Manufacturer narrative:
Final analysis found the pulse generator to be in back-up mode. The product code could not be downloaded. The battery voltage was found at elective replacement indicator (eri) voltage level. After replacing the battery, normal function ensued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator (eri). The device was explanted and replaced.